Manufacturer narrative:
The caller said she was not sure how or why the positioning strap became unfastened, she was not sure if it malfunctioned or wasn't fastened correctly. She was not aware what. Or if any maintenance has been done to the chair. She said it isn't necessary to return the chair, she just wants a replacement. The wheelchair was discontinued (B)(6) 2015, therefore a replacement was not sent. Should additional information become available, a supplemental record will be filed.

Event description:
The patient has a 6 year old invacare transport chair, model lttb19fr. The caller said the seat belt came undone while the end user was in the chair, and she fell forward and hit her head on a table. The patient was taken to the emergency room where she received 6-8 stitches above her eye.